Event description:
It was reported, the telescope, 30°, 4 mm connector broke off. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated d9 (device availability). Correction to e2 (health professional) and e3 (occupation). The manufacturer date was not determinable due to an unknown serial number. Based on the results of the investigation, the reported failure mode/identified defect can be attributed to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.